Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer does have a long boot, however it does boot up. Software was reloaded as a preventive measure. Also, there was intermittent interrogation, the link electronic module (lem) circuit board was replaced. It was also noted that the lower case feet were damaged. Products: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not boot up and that if it did boot up, it would not interrogate implantable heart devices. It was also requested that one type of software currently loaded on the programmer be removed and the removal duly documented. The programmer was returned for service. There was no patient involvement.